Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, universal side manipulator (usm) arm 2 has reached rotational limit. The customer received phone assistance from the technical support engineer (tse). Prior to calling, the customer has undocked usm 2. Tse reviewed the system logs and confirmed no related error. Tse verified that the user already moved the usm arm 360 degrees away from rotational limit; however, was issue persisted. User stated that the procedure was a 3 arm case and they were going to proceed with the case using usm1 in place of usm2 and will troubleshoot after the case. Usm 2 was disabled. The customer proceeded with the case. The site completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure, all usm arms all moved as they should before surgery without issue. There were no errors during power-up. There were no strange movements or crashes between any of the arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site but was not able to reproduce the reported issue and error message. The fse replaced the usm arm proactively. After replacement, the system was tested and verified as ready for use. Isi has received the replaced usm part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The usm was tested on an in house system and passed normal mode. The usm went through more testing on a patient side cart (psc) fixture test platform (pftp) and passed all test that were performed. There were no problems detected.